Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's guardian that the patient experienced pods that were leaking. The patient's guardian initially attributed the leaking to scar tissue from repeated use of arm sites. The patient's blood glucose values rose to 20 mmol/l (360 mg/dl). No medical intervention was reported. No further information regarding scarring was provided.